Event description:
The device was connected to a patient described as in cardiac arrest. Reportedly, when the analyze button was pressed, the device repeatedly prompted motion detected. The operator cycled power in unsuccessful attempt at correction. The patient was not resuscitated, but the reporter stated patient outcome was not affect due to a lack of patient viability.